Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had delivered inappropriate shock due to functional under-sensing. No intervention was reported. The patient was stable and asymptomatic.